Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter and defective stopper with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the customer's aforementioned indicated failure modes were not observed as the retain samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter and defective stopper with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and no issues pertaining to foreign matter or defects on the stoppers was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that a bd vacutainer® brand sstä ii tubes containing silica and gel was cracked before use. Cracked tube could lead to leakage. No injury or medical intervention.